Event description:
Boston scientific was informed that in 2008 (exact date not disclosed), a pt was admitted with a subarachnoid hemorrhage (sah). Anatomy was tortuous proximal to aneurysm location. The aneurysm had wide neck requiring coiling and stenting. The tail of the first coil deployed protruded from the neck of the aneurysm; therefore, a second stent was deployed to pin the tail against the artery wall. Due to the pt not being on a pre-antiplatelet therapy's and the presenting sah; the pt developed an intra-procedural thrombus that was treated with tissue plasminogen activator (tpa) and resolved. Follow up has been performed to obtain pt's condition; however, as of today, the info has not been disclosed.

Manufacturer narrative:
For no allegation of product malfunction or non conformance contributing to the reported event. Subject device was implanted.